Event description:
Angiogram revealed one svg to the om and rca was stenosed 1-2 cm distal to the connector and the graft was stented. Two other connectors remained patent. It was reported the full length of the vein had a very small inner diameter and the surgeon questioned the quality of the vein. No additional information was received.